Event description:
It was reported to philips that the device experienced a co2 test failure. There was no report of patient involvement. A philips field service engineer (fse) was dispatched to the customer site and the reported issue was confirmed. Initial troubleshooting was conducted and the co2 module was replaced, however, the error remained. The fse believes this may be an issue with the processor pca and awaits the part to confirm the resolution.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site and the reported issue was confirmed. Initial troubleshooting was conducted and the co2 module was replaced, however, the error remained. The fse believes the processor pca is needed to resolve the reported issue. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.